Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: on investigation, the battery compartment was cracked and there was visible moisture inside the battery compartment. The battery compartment threads were intact and without damage. The returned battery cap was intact and without damage. The cartridge cap was not returned with the pump; a test cap was used to complete the investigation. Leak testing was performed and did not result in any moisture leakage into the battery compartment through the crack in the battery compartment. The pump was opened for further investigation and revealed moisture contamination inside the pump¿s interior compartment on the printed circuit board and the force sensor plate. Investigation confirmed the moisture complaint, but not the battery cap damage complaint. Unrelated to the original complaint, the display was found to be dim/faded/discolored. (B)(4).